Event description:
The customer reported 1 false positive sofia sars result. Negative results were confirmed with pcr.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify adverse trends. Root cause:unable to determine. Source: phone.